Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. The patient underwent wound suturing due to trauma. During the procedure, the suture was found to have broken before the first stitch was completed, and a new suture was replaced. During the surgery, halfway through the sewing process, the suture was broken again. Normal suturing was performed without resistance or forced pulling. The surgeon stopped using, and the incision suture was successfully completed after the suture was changed in time. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: do you have any photos available for visual analysis? What is the current status of the patient?